Event description:
The manufacturer service technician reported the device disassembled and missing components while it was being serviced at the user facility. There were no adverse consequences related to this event.